Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Vns labeling lists infection as a potential adverse event, related to surgery.

Event description:
Reporter indicated the patient presented with "a build up of fluid near the generator." The patient was "started on keflex 500mg qid x 10 days. Infection cleared on antibiotics."